Event description:
Approximately 10 months after initial surgery for a one level fusion from l5 to s1, the surgeon found that one of the pedicle screws was broken. It was reported that fusion is progressing at that level and the surgeon does not have another surgery planned for this patient.

Manufacturer narrative:
G4/h4: two lot numbers were provided as being used in the original surgery. It is unknown which lot number belongs to the broken screw. The manufacture dates of the two reported lots are may 2005 and july 2005. H6: the device was not returned for evaluation. Two lot numbers were provided as the potential lot number for the broken screw. The dhrs for both reported lot numbers and their relevant components were reviewed. No discrepancies were found in the DHR review. A previous report was received regarding this same patient that indicated a revision surgery was performed because one of the connectors slipped of the rod. This incident was reported to the FDA on report #2184052-2006-0002. It can not be determined if the revision surgery had any influence on this incident. The results of the DHR review and the information supplied in the event reports did not provide enough information to form a conclusion. The st360 instructions for use (07.00514.001 rev. E) state in the complications and possible adverse effects section, "loosening, disassembly, bending or breakage of components."